Manufacturer narrative:
This is a vendor device manufactured by touchpoint medical. Manufacturer narrative: the reported video cart was received for evaluation. Visual inspection and functional testing of the device was completed. The cart was properly grounded and had no issues with the primary or secondary power connections. No fault was found by the evaluating engineer; therefore, the device operated within specification and as intended. A service history review was completed and no prior service records for this device and serial number were found. A two-year review of complaint history revealed no prior similar complaints. In that same timeframe, (B)(4) devices have been sold worldwide. A risk analysis was performed and deemed acceptable. The instructions for use state the user can avoid electrical shock by assuring the device is grounded properly with protective earth grounding. This incident type will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental report will be filed after the completion of the evaluation and complaint investigation.

Event description:
A user facility reported a vp8500 video cart delivered a shock to the nurse when she moved the cart by the handle. This did not cause harm to the nurse and there was no patient involvement. This report is raised on the basis of a reportable malfunction with potential for injury with recurrence.